Manufacturer narrative:
Due to character limit in e1, full event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check that a cardiosave intra-aortic balloon pump (iabp) that a component is broken. No patient was involved.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6-component codes.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: d9. It was reported that during routine check by customer the cardiosave intra aortic balloon pump plus is broken / frayed. Needs replacing. There was no patient involvement and no adverse event reported. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated.